Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician was unable to deploy one side of the sling and then when he pulled that side out, it was then noticed that the mesh was frayed. The procedure was completed with another of the same device. There were no patient complication as a result of the event.

Manufacturer narrative:
F10 and h6: problem code of 1158 captures the reportable event of delivery system failed to deploy. H10: an examination of the returned delivery device and mesh assembly was performed. On the mesh assembly, one end of the mesh was stretched, confirming the reported complaint of mesh deformation. There was residue on the mesh and carriers, indicating signs of use. No damage was noted to the delivery device. Furthermore, the carrier was loaded onto the delivery device; no issues were noted with the delivery device deployment mechanism. The reported complaint of "delivery system failure to deploy" was not confirmed. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician was unable to deploy one side of the sling and then when he pulled that side out, it was then noticed that the mesh was frayed. The procedure was completed with another of the same device. There were no patient complications as a result of the event.